Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, there was a leak on the extension tube at the junction of the tube and bifurcate. This was noticed before being implanted and was not used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: a device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All DHR are reviewed for accuracy prior to product release. Sample consisted in one catheter used came inside a generic plastic bag. Visual evaluation of the sample reveals signs of use (residues of blood). Underwater test was performed and leaks were identified in the catheter (in the extensions tube arterial and venous) cuts were observed on tubing¿s. Manufacturing performs 100% leak testing as per procedure which would identify this issue in the catheter assembly. The reported condition has been confirmed. The physical sample involved in the reported incident was returned for evaluation. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. 100% devices are inspected for leaks or cuts in the extensions. The most probable root cause can be considered as misuse. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the m anufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.